Event description:
It was reported that during a starr procedure, the device cut and only sutured partially along the staple line. The anastamosis was manually performed. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.